Event description:
Hemostatix medical technologies has initiated a voluntary recall for the specific products identified above. An inspection of our finished goods inventory has revealed that the above lots of hemostatix thermal scalpel handles may have been distributed with damaged sterile packaging that may have compromised the sterility of the devices. This inspection indicated that the blade end of the thermal scalpel handles had penetrated the clear polyethylene film of the sterile pouch. If product sterility has been compromised, there is a potential for infection, which could lead to serious injury or death. No injuries have been reported to date; however, significant under-reporting of adverse events may have occurred. (B)(4). This voluntary recall was reported to (B)(4) recall coordinator, (B)(4) on 07/28/2010.

Manufacturer narrative:
Additional model #: 6050 and 8050. No report/complaint from field was received. This issue was discovered during inspection of finished goods inventory. U.s. FDA recall coordinator was notified of action prior to initiation of recall. The following products were affected by the recall action. (B)(4), lot hmt0664; ref (b)(46), lot hmt0661; ref (B)(4), lot hmt0656; ref (B)(4), lot hmt0647. The recall action is expected to be completed by august 31, 2010.